Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 360 mg/dl. The customer was vomiting and was transported via ambulance to the emergency room (ER). The customer was possibly in diabetic ketoacidosis (dka). Insulin injections were administered to address the bg level. The customer thought the cause of the high bg was due to expired insulin. The customer left the ER with a bg of 200 mg/dl. The customer felt fine and was released by a healthcare provider.